Event description:
A phone call was received by regulatory on (B)(6) 2009 concerning a 5.5 malibu screw that had broken in a pt. Screws were implanted in pt on (B)(6) 2009. Follow-up x-rays revealed that the screw broke a few millimeters below the head of the screw where it appears the screw engaged the bone. The screw was sitting slightly proud of the bone surface. This was a 1-level construct located in the l4-5 location. No interbodies or anterior fixation devices were used. No physical activities related to the break were reported. At this time, there will not be a revision surgery done. The screws cannot be evaluated unless a revision surgery is done. Although it is impossible to determine the precise cause for the broken screw, the surgeon has decided to utilize the larger 6.5 diameter screws in the future for similar constructs. The broken screw is located at the end of the construct in the l5 location which is considered the region with the higher level of stress.